Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. The patient was brought into the clinic for further testing. The noise was reproducible with arm movements. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).